Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis with unknown date. The customer¿s blood glucose level was unknown. Customer reported that they had trouble with sensors this past month. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information related to hospitalization details has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer was hospitalized on (B)(4) 2020 due to blood glucose levels of over 400 mg/dl. The customer was also dehydrated and was treated with intravenous fluids and manual injections. The customer stated the diabetic ketoacidosis and the dehydration were not pump related.